Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pbh879, and no non-conformances were identified. Additional investigation summary: an opened box with unopened samples of product code 8557, lot pbh879 were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-89582, and 2210968-2019-89584. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular surgery on (B)(6) 2019 and suture was used. The suture broke easily during use. There were no adverse consequences to the patient.